Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring=black. The pump was returned for cosmetic damage found on (B)(6) 2021. Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Insulin pump was received with intermittent button response. Unable to perform the displacement test and self test due to unresponsive buttons. Cosmetic damage was confirmed where scratched case and pillowing keypad overlay was noted. Unit was received with intermittent button response due to flattened button dome switches. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.